Manufacturer narrative:
Additional information: section: d.9, h.6 on (B)(6) 2025, the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrodes within the electrode pocket. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. This device was explanted for medical reasons. However, this device had an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced electrode migration. The recipient's inflammation was inside the ear. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced inflammation. A CT scan revealed a cyst and electrode extrusion. The recipient's device was explanted and the cyst treated. The recipient will be reimplanted at a later date.